Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2011. It was reported that the patient is not feeling stimulation anymore. The patient has tried different programs, but still does not feel stimulation. No further information is available at this time.